Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.523. Lot: l814075. Manufacturing site: bettlach. Release to warehouse date: august 24, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the driving cap/threaded was received at us customer quality (cq). The threaded distal tip is broken off at the most proximal thread form. The device has surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition, thus the complaint is confirmed. Dimensional inspection: measured dimensions: groove diameter = conforming. Shaft diameter = conforming. Document/specification review: current and manufactured versions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the driving cap tip has broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while assembling the set in the sterilization processing department (spd) on an unknown date, the driving cap was threaded into the insertion handle. When disconnected, the driving cap snapped off leaving the threaded portion in the handle. There was no patient involvement. Concomitant devices: radiolucent insertion handle femoral recon nail (part: 03.033.001, lot: 2l94524, quantity: 1). This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).